Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing pain. The patient fell and now had stinging in the vaginal area and a return of symptoms. Clarification was made by agent on (B)(6) 2024 stating the patient was implanted on (B)(6) 2024. Patient called and stated that (B)(6) they fell and was experiencing pain and burning after the fall. Patient had been instructed to try another program however this did not help. Patient turned the therapy off and was awaiting assistance with reprogramming at time of call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for the call was that the patient rep stated that the patient was implanted yesterday and was trying to turn on the device for the first time. Patient representatives said they were seeing the message that the device implant date is not set. Contact your clinician. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. On (B)(6) 2024 they reported that the patient feels like the device is not helping their symptoms, and they haven't heard from anyone. Reviewed the option to increase stim. The caller will increase stim. The patient called back and reiterated that the therapy wasn't helping their symptoms, and they stated they had since gotten a urinary tract infection (uti). The patient stated that since they last spoke with patient services, the patient had fallen when they were trying to get into a bathroom at walmart. The patient stated that they didn't hurt themselves and that they had fallen on the opposite cheek from where the stimulator was. The patient stated they had fallen either on the (B)(6) 2024. The patient stated they thought they were fine, but later that night they started getting "like a stinging pulsing down" in their "vaginal area, and it was intense, so their daughter turned the therapy off. The patient stated their daughter had spoken with another "woman" post-falling (the patient stated they didn't know who and stated it was the day afterwards) about the fall and the therapy not helping, and the lady told them to try a different program. The patient stated that their daughter switched the therapy back on and switched the pat ient to a new program. The patient's reason for calling was to say that they hadn't heard anything from medtronic about the issue. Patient services reviewed the role of the rep with the patient and redirected the patient to followup with their health care provider (hcp) about their concerns and to check their implanted system since the fall. The patient stated they would follow up with their health care provider (hcp) to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for the call was that the patient rep stated that the patient was implanted yesterday and was trying to turn on the device for the first time. Patient representatives said they were seeing the message that the device implant date is not set. Contact your clinician. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. On (B)(6) 2024 they reported that the patient feels like the device is not helping their symptoms, and they haven't heard from anyone. Reviewed the option to increase stim. The caller will increase stim. The patient called back and reiterated that the therapy wasn't helping their symptoms, and they stated they had since gotten a urinary tract infection (uti). The patient stated that since they last spoke with patient services, the patient had fallen when they were trying to get into a bathroom at walmart. The patient stated that they didn't hurt themselves and that they had fallen on the opposite cheek from where the stimulator was. The patient stated they had fallen either on the (B)(6) 2024. The patient stated they thought they were fine, but later that night they started getting "like a stinging pulsing down" in their "vaginal area, and it was intense, so their daughter turned the therapy off. The patient stated their daughter had spoken with another "woman" post-falling (the patient stated they didn't know who and stated it was the day afterwards) about the fall and the therapy not helping, and the lady told them to try a different program. The patient stated that their daughter switched the therapy back on and switched the patient to a new program. The patient's reason for calling was to say that they hadn't heard anything from medtronic about the issue. Patient services reviewed the role of the rep with the patient and redirected the patient to followup with their health care provider (hcp) about their concerns and to check their implanted system since the fall. The patient stated they would follow up with their health care provider (hcp) to check the implanted system.